Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an attempted implant, the left ventricular lead had dislodged on 2 separate occasions after slitting the sheath. The lv lead was replaced. There were no adverse consequences for the patient, and the patient was stable.